Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, documentation, dimensional verification, functional testing and visual inspection was conducted during the investigation. The visual inspection of the returned device in a used condition. The device was returned in two pieces. The first piece comprised of the mac-loc hub, connector cap, and an adapter on the proximal end. The adapter appeared to have slight damage. This did not appear to be an adapter supplied with the device. Biomatter was present on the mac-loc hub. The device was returned with the mac-loc in the locked position. The second piece comprised of approximately 6.9cm of catheter tubing beginning with the flare and ending with a cut. Biomatter was present on the tubing. The flare appeared lopsided, out of round, slightly wavy. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to cook¿s specifications additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The complaint device lot information was not provided to aid in the investigation, therefore, there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. As a result of our investigation, the examination of the returned complaint device and available information, a root cause for this failure could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common device name: device reported as a "cope loop drain - 12 fr. Mac-loc". Common device name, rpn and lot information were not provided. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported by customer relations an unknown drain device was placed in an unknown part of the body for an unknown length of time. As reported, the patient returned and the device was broken and required a replacement procedure. The originator of complaint reports the replacement drain procedure was completed successfully. Several attempts have been made to gain additional information concerning this event, however, no further information regarding this event is available at this time.